Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 08/22/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
The customer reported that an im injection was ordered for a patient. When administering the injection to the patient, the needle sprayed the medication out towards the wall and did not perform correctly. It is unknown how much medication was actually administered to patient because of this. No further details will be provided.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.